Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patients' wife complained of a discrepant inr result with a coaguchek meter when compared to a laboratory result using an unknown method. The meter serial number and model was not provided. The meter result was 4.4 inr and within 30 minutes the laboratory result was 3.3 inr. It was noted that the meter coded correctly and that the doctor believed the laboratory result and 'dosed based on laboratory reading.' The patients' therapeutic range is 3.0 - 4.0 inr and tests weekly but sometimes more frequently. The patients' wife confirmed there was no adverse event or serious injury due to recalled strips. No kind of medical treatment was received and the patient is in 'normal' condition. It was noted that the patient had a 'fairly large bruise behind his knee'. It was noted that the patient did have pneumonia around the time of the comparison and was taking levofloxacin but is unsure if the patient had taken his dose that day at the time of the comparison. There was no other changes in medication at the time. The patient has no hematocrit issues, is not on direct thrombin inhibitors, or heparin therapy. The patient does not have lupus or antiphospholipid antibodies retention test strips were tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The allegation in this case has not been substantiated. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred.